Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented an f-94 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported, not discovered during servicing, that a flo-gard infusion pump presented an f-94 alarm. Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing, and a review of the alarm log were performed. The f-94 alarm was identified during functional testing and was found in the alarm log. The cause of the condition was determined to be a discharged battery. To correct the condition, the main battery was replaced. The device was serviced device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.